Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized due to gastroparesis pain on (B)(6) 2016 with a blood glucose level of 882 mg/dl. The customer was treated for their blood glucose with injections. The customer was wearing the insulin pump during their hospital stay. The customer stated that the cannula was slightly bent. The customer was assisted with a self test and the device passed. The customer did not return the product back for analysis.